Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high capture threshold was observed on the lv lead resulting in reduced device longevity (premature battery depletion). Patient was asymptomatic. Patient presented to the operating room for a scheduled device replacement due to normal eri. No adverse event was reported and no lead revision was performed to reduce capture threshold issue. The lv lead remains implanted and will be monitored. Patient was stable and will continue to be monitored.